Event description:
Healthcare professional reported "ruptured." Record is for left side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed a broken assessed as surgical damage and missing shell observed assessed as inconclusive. No other observations observed, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "ruptured." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, d4, d6a.

Event description:
Healthcare professional reported left side "ruptured." Device has been explanted.